Event description:
Updated information received on date of previously reported stroke event.

Manufacturer narrative:
Evaluation results: inherent risk of procedure (cva/stroke). (B)(4).

Event description:
During index procedure, the patient had one endeavor rapid exchange (rx) drug-eluting stent successfully deployed to the proximal circumflex. However, it was reported that, approximately 7 months and 1 week post index procedure, the patient suffered ischemic stroke. Investigator indicated that the event was not related to the study stent or drug. Patient is reported to be recovered and no other clinical sequelae were reported.

Manufacturer narrative:
Results: haemorrhage. Conclusion: haemorrhage. (B)(4).

Event description:
Approximately 42 months post index procedure patient suffered a gi bleed. Antiplatelet drugs were withdrawn. Investigator assessed that the event was not related to the study device, procedure or drug.